Event description:
It was reported that the swan-ganz catheter was inserted by the anesthesiologist and was not reading the pressure properly. Device was removed and a second was inserted and was working properly. There were no other specifics or further information regarding the device malfunction was reported. There were no patient complications indicated. Original intended procedure: urgent aortocoronary bypass posterior descending artery.

Manufacturer narrative:
Received medwatch from FDA no. (B)(4). Several unsuccessful attempts have been made to obtain additional information and to have the device returned for evaluation. If additional information is provided and if the device is returned for evaluation, a supplemental report will be submitted. A device history record review was completed and documented that the device met all specifications upon distribution.